Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
It was reported that in 2010, the patient presented with pain in her lower back and left leg. On (B)(6) 2010, the patient underwent surgery, consisting of a lumbar disectomy and fusion from l2-l3, l3-l4, and l4-l5 using rhbmp-2/acs the patient was suffering from moderate pain at this time, though she had not lost any flexibility. On (B)(6) 2010, the patient underwent another surgery, consisting of an axial lumbar interbody fusion at l5-s1, again using rhbmp-2/acs. The patient underwent post-operative treatment for two months. The patient suffered from constant pain that necessitated the use of a wheelchair or walker to move about. In addition, the patient had also lost a great deal of her flexibility, as well as control over her bladder and bowels.